Manufacturer narrative:
Section b5: multiple attempts were made to obtain information clarifying the patient's death; however, no additional information was provided. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis as well as a direct correlation to heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The account initially reported that the patient expired on (B)(6) 2020 due to infection or sepsis. It was later reported through patient outcome that the cause of death was heart failure. Multiple attempts were made to obtain additional information regarding the reported events as well as the pump¿s return status; however, no further information was provided by the account and heartmate 3 lvas, serial number (B)(6), has not been returned to date. If the pump is returned at a later date, this investigation will be reopened to include the device evaluation. The hm3 lvas instructions for use (IFU) document lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Event description updated to reflect sepsis/infection. Gfe to be sent for clarification of cause of death. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported through patient outcome that the patient expired on (B)(6) 2020 due to heart failure. No further information was provided. It is reported through patient study details that the cause of death was sepsis/infection.